Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient was readmitted for persisting ventricular arrhythmia which needed dc [direct-current] cardioversion or defibrillation. An electrophysiological study and ablation were conducted and the patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30jan2017. Heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.